Event description:
It was reported while using bd bbl¿ chromagar® mrsa ii 100mm (20 each), there was excessive growth on an unknown number of plates. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: event description: the customer reported that mssa s. Aureus grow on the mrsa chrome plate, look like mrsa but are confirmed to be sensitive by follow-up tests. Normally the growth of mssa should be inhibited but the customer noticed that mssa usually grow shortly before the expiry date ends but the plates are never used after the expiry date. Complaint history review: the complaints trends were reviewed for a period covering 12 months. Similar complaints have been received for this catalog number; however, a trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: a functionality test was performed on retain samples. Tested strains were s. Aureus mssa atcc 25923, s. Aureus mssa atcc 29213, s. Aureus mssa atcc 43387 and s. Aureus mssa wild limbach. Mssa strains were incubated aerobically for 42-48 h at 35-37 °c. No deviations were observed, and all results were within specification. No return samples were provided by the customer. Pictures illustrating purple colonies on the agar were shared. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc release performance test and the performance test on the retain samples. Based on the evaluation and on the test results, the complaint was not confirmed. Bd will continue to monitor incoming complaints with similar defects. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.